Event description:
During a procedure, the surgeon inserted a zipfix correctly and had good technique. When the surgeon went to cut the zipfix it came unlocked. The surgeon had initially put three zipfix in and two were successful, the third is the complained item. The surgeon removed the complained zipfix and did not replace it, he wired it instead. This delayed the procedure by two to three minutes.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.